Manufacturer narrative:
Common device name: catheter, straight. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user states about 1 month ago, "approximately 5" down from the funnel the catheter was flattened and it had a rough and sharp edge which caused bleeding in the amount of 1 tsp and his urethra was sore and irritated for 4-5 days causing him to not catheterize during that time. He voids very little and his bladder only empties 1/3 of the way when he does void. He felt like he had a uti ie burning and pain with urination. He did not report any treatment and he did not contact his dr. The one time he had bleeding from the urethra he wrapped gauze around his penis and the bleeding resolved without further intervention. When he started to catheterize again he was only catheterizing 1-2xday instead of his usual 5-6xday. The issue became progressively better over 2-3 weeks and now he is back to "almost" catheterizing his usual 5-6xday. EU states the issue was "terribly painful, a little traumatic to say the least." EU reports he was up multiple times during the night."